Event description:
It was reported that a temperature alarm occurred while the pump was charging. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. Technical support referred the caller to renewals as the pump was out of warranty, and the customer planned to follow up when ready.